Manufacturer narrative:
A philips authorized repair facility performed diagnostic and functional testing on the device. Results of the testing indicate the speaker produced no sound and the speaker was defective. The reported problem was confirmed. A replacement device was sent to the customer site. The investigation concludes that no further action is required at this time.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in clinical use at the time of the event. There was no patient involvement.